Manufacturer narrative:
The reported blood loss is attributed to clotting of the circuit, which most likely occurred as a result of the blood pump stopping when attempting to enter recirculation mode. The user's guide states the risk of blood clotting in the cartridge and filter increases during long treatments, when blood flow stops, and when no anticoagulation is used. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Towards the end of a routine hemodialysis treatment, the operator entered recirculation mode for temporary disconnection. Upon reconnecting the patient, it was determined that the blood in the cartridge was clotted. Rinseback was not performed, resulting in an estimated blood loss of 190cc. No medical intervention was required.